Manufacturer narrative:
.

Event description:
It was reported that a lead fracture was observed on x-ray images of the patient's vns. The patient was referred for a full vns replacement surgery. The full vns replacement surgery was successfully completed on (B)(6) 2016. The explanted generator and lead have not been received by the manufacturer for product analysis to date. No additional pertinent information has been received to date.

Event description:
Pa was completed on the returned lead. Abraded opening were noted on the outer and inner silicone tubing. A break was identified on the positive coil. Scanning electron microscopy images of the positive coil show that pitting of electro-etching conditions have occurred at the coil break location. Images suggest a stress-induced fracture occurred in at least one strand of the quadfilar coil.

Event description:
Product analysis was completed on the returned generator. Analysis found that the elective replacement indicator flag was set properly. The generators current consumption rate were within specifications demonstrating normal battery depletion. The generator performed according to functional specifications. No abnormal performance or any other type of adverse condition was found with the generator.